Event description:
Additional information received from the consumer reported the serial number of the device that depleted faster than it was supposed to. The consumer also stated they no longer had the device because it was discarded. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins went dead on early as it was miscalculated when the ins was going to deplete. The patient said he went two weeks without the battery. The patient said this was 4 years ago. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had no further device information related to the implant that depleted faster than expected four years ago as it was discarded. The cause of the device depleting soon than expected was undetermined. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back to inquire further about elective replacement indicator (eri), specifically how long the ins battery would last until end of service (eos). Patient added that they were only seeing eri for the ins on their left side. It was reviewed for the patient how to clear eri message and how to check ins voltage with the patient programmer (pp). Patient stated that ins on his left was showing on and voltage is 2.58. The patient stated that the ins battery on his right side depleted sooner than anticipated and he went without therapy until it was replaced with the current ins.